Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The investigation is currently in progress.

Event description:
It was reported to hamilton medical ag that during ventilation, hamilton-mr1 ventilator displayed "pressure limitation alarm" and would not turn off. Medical intervention was performed and the patient was moved to another ventilator. However, it was reported no serious injury or adverse health effects for the patient.